Event description:
It was reported the dermatome device stopped working. It was reported there was a problem during the first use (out of the box) with the power cable, then the device stopped during the 2nd use. It was reported the device was not in contact with the patient, there is no patient injury alleged, there was no medical intervention required and there was no delay of surgery.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2019. The investigation activities included: evaluation of actual device. Review of device history records. Review of complaint management database for similar complaints. Device history record reviewed for this product ID serial# (B)(4) manufactured on january 18, 2016 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified.